Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set to address occlusions. Customer's blood glucose (bg) was over 600 mg/dl and ketone level was elevated. Manual injections were administered to address bg. Reportedly, customer changed the type of infusion set used.